Manufacturer narrative:
The reported graseby 3400 syringe pump, serial number (B)(4) was returned for investigation. Visual inspection determined the returned device was returned without the power cord. There was damage to the plunger clamp and a missing screw, along with noticeable contamination. Unable to complete functional testing as the unit would not power on. The unit was then opened for further investigation and the "psu pcb ", and main cable assembly were replaced. Once replacement was completed, a "display dim and 'fault code 91' keyboard fault" were displayed. The keyboard circuit was inspected and an issue with the "0" and "." Keys, due to fluid damage was determined. The main pcb was removed, circuit tested and inspected. Fluid damage was found. The most probable root cause is user related due to the device not used in accordance with the instructions for use in which it is stated that "caution: the pump must not be immersed in any liquids or exposed to strong organic solvents. Wipe off spills immediately, and do not allow fluid or residues to remain on the pump. Failure to observe this caution may cause serious damage to pump." (B)(4).

Event description:
It was reported that the graseby syringe pump was exposed to water during cleaning and a nurse received an electrical shock from the pump. Per the service request initiated to the manufacturer, it also stated that the display on the pump "is too dark and the psu may be faulty." Additional information has been requested and not received. No further adverse events reported at this time.